Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device and diagnosed as in vertricular fibrillation. Disposable defibrillation/ECG electrodes were applied and the "charge" button pressed. According to the reporter, the device displayed a "connect electrodes" message and would not charge. A backup device from the crew was immediately used and no adverse affects to the pt were reported as a result of the alleged malfunction.